Event description:
The patient is a (B)(6) female, admitted to the medical center on (B)(6) 2010 for a scheduled gallbladder surgery. The surgeon reported that one of the reprocessed 5mm trocar sleeves leaked. The surgeon advised that he has had multiple issues with the reprocessed ascent trocar sleeves. The sleeve has a connector port where a gas line is connected. The gas is used to inflate the abdomen in order to help facilitate the surgical process. At the top of the trocar sleeve is a seal, and it is this seal that is leaking thus allowing the gas to escape from the abdomen. The surgeon advised that when this happens the procedure is stopped until another trocar sleeve can be inserted. The surgeon also reported that he has encountered this problem more than once during the same procedure. The surgeon confirmed that there was no injury to the patient.